Manufacturer narrative:
Previous revision: in (B)(6) 2020, the surgeon performed a revision procedure where he removed the cranial positioned implant. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure. Updated: patient reported to the same a new surgeon with a recurrence of radicular pain symptoms. The surgeon removed the middle implant with chisels as it was solidly fixed in bone. He then installed a new, shorter, implant of the same type into the explant void. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the additional revision procedure. Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
Previous revision: in (B)(6) 2020, the surgeon performed a revision procedure where he removed the cranial positioned implant. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure. Updated: patient reported to the same a new surgeon with a recurrence of radicular pain symptoms. The surgeon removed the middle implant with chisels as it was solidly fixed in bone. He then installed a new, shorter, implant of the same type into the explant void. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the additional revision procedure.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported right side radicular pain following the initial procedure. The surgeon determined that the cranial positioned implant was impinging on the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the cranial positioned implant. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.